Event description:
The following report was received from the cordis medical affairs department: following stent implantation, the patient was diagnosed with pericarditis. Since the ptca, the patient has been experiencing joint inflammation and pain, chest pain, and numerous hospitalizations have taken place during which EKG changes and st elevations have been noted. The patient and his physician feel he may be having a mini allergic reaction to the metal used in the cypher des, possibly hypersensitivity. This case is currently under investigation. Any additional information will be submitted within 30 days of receipt.